Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating non-invasive blood pressure (nibp) was not measuring properly. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) confirmed that there was no issue with the monitor; the inaccurate readings were due to incorrect non-philips cuffs. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was due to incorrect non-philips cuffs. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).